Event description:
A nurse reported that following an intraocular lens (iol) implant procedure a pt experienced unclear vision and visual clarity issues. The lens was exchanged for a different model and power lens. In a follow up the nurse reported the event resolved following the exchange procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(4) 2013. (B)(4).